Event description:
It was reported during a procedure for treatment of stress urinary incontinence that there was a broken applier and spring. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover broken off. Although no conclusion could be reached as to how the cartridge cover became broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.